Event description:
Customer called on (B)(6) 2012 reporting of a leak on the right side of the coulter lh 780 hematology analyzer but could not locate the source of the leak. Customer was wearing personal protective equipment consisting of a lab coat and gloves and no injury or exposure was reported. No patient results were affected and therefore no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and found the sample line to the flowcell leaking. Fse replaced the line and repair was verified per established procedures. Root cause of the leak was attributed to the leaking sample line to the flowcell.

Manufacturer narrative:
Bec identifier for this report is (B)(4).